Event description:
Report of a pt who aspirated during an appendectomy procedure, while a size 4 lma-classic was being used. The pt was ventilated for 2 days. Event has completely resolved and pt is now okay. No further info was provided. The device has not been returned for investigation. If further info is obtained a follow-up report will be filed.